Event description:
I wore contacts uncomfortably for 20 plus years. I suffered from mild dry eyes which was made worse by the contacts. I got prk (photorefractive keratectomy) laser vision correction surgery in (B)(6) 2014. I was not questioned about having dry eyes, difficulty wearing contacts, or warned that the surgery could cause or make current dry eye conditions worse. Shortly after surgery I developed dry eye that my doctor dismissed as normal and said would go away. After a year it got so bad that my eyeballs would adhere to my eyelids almost every night. When I would open my eyes it was excruciatingly painful as the top layer of my cornea literally ripped off as it tore away from my eyelids. My eyes would be sore and light sensitive for the rest of the day. I was wearing sunglasses in my office to be able to work. I finally got a second opinion from another clinic and was diagnosed with severe dry eyes due to the trauma of the surgery as well as recurrent corneal erosion. I was put on a treatment plan that includes prescription eye drops, non-prescription eye drops, gel eye drops, nighttime ointment, prescription eyelid cleanser, 4 different dietary supplements, moisture barrier goggles, and home humidifiers. The prescription eye drops cost 500 dollars per month and I will likely be on them for the rest of my life. I have to use rewetting eye drops daily as well as setting an alarm to get up in the middle of the night to apply ointment to my eyes. The aftermath of this surgery has been a nightmare and will continue to haunt me for the rest of my life. I was led to believe that prk/lasik was virtually risk free but have come to find out that my problems are not at all uncommon and the doctors who perform these surgeries are purposely deceptive, deceitful, and dishonest. I should've been given the facts so that I could make an informed decision.